Event description:
The lead was replaced due to noise that caused inappropriate therapies.

Manufacturer narrative:
No medwatch form was received the reported field experience was confirmed. Analysis noted insulation abrasion at 13.5 cm from the connector pin. The etfe insulation of the proximal cable was damaged at the same place, which could cause the reported noise. The abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal.